Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had a low blood glucose but not hospitalized. Customer's blood glucose was 49 mg/dl. The customer was treated with food. After troubleshooting was done, customer was advised contact her healthcare provider . The customer was assisted and advised with programing the insulin pump.